Event description:
The customer reported that the 9800 system had a collimator potentiometer error prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software and backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.